Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was opened for use during a polypectomy procedure. According to the complainant, during preparation, a hair was noted inside the sterile packaging. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned captivator snare found that the device was received in a sealed pouch and the sterile barrier was intact. It was noted that a hair was found inside the sealed package. The investigation confirmed the presence of a hair inside the pouch; the most probable root cause for this event is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was opened for use during a polypectomy procedure. According to the complainant, during preparation, a hair was noted inside the sterile packaging. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.